Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse from (B)(6) of physical deconditioning and abdominal pain coincident with extraneal viaflex, dianeal-n-pd4 1.5% glucose and dianeal-n-pd4 2.5% glucose therapies. On (B)(6) 2010, the patient began treatment with extraneal viaflex (1000 ml, daily, ip), dianeal-n-pd4 1.5% glucose, (1500ml, daily, ip) and dianeal-n-pd4 2.5% glucose, (1500ml, tid, ip), intraperitoneally (ip) for renal failure chronic via automated peritoneal dialysis (apd). On (B)(6) 2011, the patient's wife called the baxter (B)(4) to report that the patient experienced physical deconditioning lately and abdominal pain while on apd. Upon follow up with the nurse she reported that on (B)(6) 2011 the patient complained of physical deconditioning and abdominal pain. However the patient did not experience pyrexia or cloudy effluent. The patient was advised to be hospitalized, but elected to receive treatment as an outpatient. On (B)(6) 2011, the patient received the remedial treatment of vancomycin (IV) and tienam (IV). On (B)(6) 2011, the vancomycin and tienam were discontinued. The extraneal viaflex and the dianeal-n-pd4 were ongoing with the dose not changed. On (B)(6) 2011, the event of physical deconditioning and abdominal pain was considered to be resolved. The nurse believed that the events of physical deconditioning and abdominal pain were not related to the extraneal or dianeal therapies.